Manufacturer narrative:
A sample device was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract extraction with intraocular lens (iol) implant procedure, there are multiple patients having myopic outcomes after lens implantation. Additional information was provided. The iol was explanted in a secondary procedure due to clinical issues (under corrected issues) impacting preoperative measurements and postoperative vision. Additional information has been requested; however, further information has not been received.